Event description:
The customer complained that a pt fell out of bed. The pt position mode failed to alarm, but all of the pt position mode lights were flashing.

Manufacturer narrative:
The technician reported that all three pt position mode lights were flashing, which means that the bed had been zeroed out while the pt was laying in the bed. The bed functioned properly. Once the bed was zeroed out without a pt in it, all functions operated normally. The technician also observed that the intermediate siderail was down, and the bed hi/low was at mid-point, instead of completely lowered. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.